Event description:
During priming in preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the membranes failed during priming. No other details regarding the nature of the event were provided. An alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.